Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was undergoing an unrelated surgery and cautery was being used near the pulse generator. Normal magnet response was observed but each time when cautery was being used patient's intrinsic heart rate would be seen. It was discussed that cautery was causing loss of capture. The patient was not symptomatic as a result. Follow up device check was discussed. No further information was reported.

Event description:
New information received stated that the patient was seen for a follow up device evaluation on (B)(6) 2019 and programming changes were made.